Event description:
It was reported that the arctic sun device had received alarm 65. It was a non-recoverable system error-unable to enable pump power (monitor processor).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device was evaluated upon receipt. Alarm 65 occurred when device turned on. Replaced processor circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.